Event description:
On (B)(6) 2012, a pacemaker company representative reported that the vns patient will be having a pacemaker implanted due to sick sinus syndrome. It was unknown when the event first started. Good faith attempts were made to the physician for further information but no additional information was received.